Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and vaginal scarring. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent lithotripsy and stent placement on (B)(6) 2008, another lithotripsy on (B)(6) 2008 and removal of left ureteral stent on (B)(6) 2008 due to renal calculi. It was reported that patient underwent urethral dilation, lithotripsy and placement of ureteral stent on (B)(6) 2010 and (B)(6) 2012 due to left renal calculi, chronic cystitis, cystocele and urethral stenosis. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 02/16/2017.